Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported inpen was not delivering insulin. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and found that the intended dose and dose amount recorded in inpen was less than 1.0 unit but not delivering the insulin. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The product mmt-105nnpkna was returned for analysis.

Manufacturer narrative:
Below codes are not accepting in section h6. Type of investigation -10. Investigation findings code - 424. Investigation conclusions code - 2306. Per visual inspection: no physical damage to cartridge holder or inpen back shell was noted. Cartridge holder locks properly in place. Inpen was not received with original front cap. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. Inpen passed front cap investigation with test front cap. In conclusion: inpen passed all required testing. No anomalies were noted and all functions tested ok. Dose log/report data inaccuracy was not confirmed. Missing front cap was noted during visual inspection. Inpen received without original front cap. Missing or physically damaged front caps can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.